Manufacturer narrative:
(B)(4). The problem of use error, re-use of single use product was confirmed, based on the patient's report. However, the root cause could not be determined as it is uncertain why the patient re-used single use product. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report.

Event description:
The customer contacted baxter's technical service center to report a system error 2416 that appeared on a homechoice (hc) during drain 2 of 4. The home patient (hp) was in drain 2 of 4 and cycled power. The hc displayed initial drain. The technical service representative (tsr) questioned the hp regarding this event. The hp stated that the hc had alarmed and the hp ended therapy. The hp changed the programming to complete a partial cycle with the same supplies. The hp primed while connected, the tsr explained about not priming while connected and about not reusing supplies. The tsr would swap the device, and the hp would program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.